Event description:
It was reported that device contamination occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified internal and common carotid arteries. A 3.5mmx30mmx135cm (4f) sterling balloon was selected for use in a carotid artery stenting (cas) procedure. During preparation, the device was handled carefully, and no particular issues were noted. However, the use of this device was discontinued due to a foreign substance present in the device. The cause remains unknown. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages or foreign material. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device.

Event description:
It was reported that device contamination occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified internal and common carotid arteries. A 3.5mmx30mmx135cm (4f) sterling balloon was selected for use in a carotid artery stenting (cas) procedure. During preparation, the device was handled carefully, and no particular issues were noted. However, the use of this device was discontinued due to a foreign substance present in the device. The cause remains unknown. The procedure was completed with another of the same device. There were no patient complications as a result of this event.